Manufacturer narrative:
The explanted sapien 3 valve was not returned to edwards for evaluation. Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards valves as provided to customers. Therefore the probability of endocarditis related to edwards bioprostheses is remote. Medical record review revealed the patient had been transferred from another facility as the patient was noted to have sepsis secondary to gram+ bacteremia, with concern for infective endocarditis. The patient presented with 1 week of generalized weakness. Follow up with urology for voiding trial on an outpatient basis. Patient failed voiding trial and suprapubic catheter was 'recommend to be left in place.' Initially at time of presentation to 1st facility, it was felt the patient had a catheter associated uti and met positive sirs criteria. The patient was placed on medication for the uti. Urine culture showed mixed gram+ cocci with 50,000 cfu per milliliter and enterococcus 70,000 cfu per milliliter. Another antibiotic was added. Further evaluation was positive for dvt and small pe and the patient was started on therapeutic anticoagulation. Echo showed a 3cm hyperechoic mass in the ra, concerning for infective thrombus vs. Vegetation. The patient was then sent to a second facility for higher level of care. The patient denied any fever, headache, sore throat, runny nose, chest pain, cough, sob, nausea, vomiting, diarrhea. The patient has a suprapubic catheter in place and did not think the catheter has not been changed recently. Tee indicated an echogenic mobile mass observed on the ventricular side of the prosthetic aortic valve leaflets measuring 1.2cm x 1.4cm in size, consistent with vegetation and mild to moderate paravalvular leak (pvl). The patient was found to have av endocarditis and associated root abscess likely secondary to urologic procedure. The infected sapien 3 valve was explanted and a surgical valve was implanted. Examination of the explanted valve indicated a large burden of vegetation around and inside the tavr valve. A focal abscess in perimembranous septum. A large focal abscess in the noncoronary side of the aortic root between the aortic wall and the dome of the left atrium. In this case, there was no allegation or indication of a device malfunction. Investigation results suggest the source of the infection was likely secondary to urologic procedure. Edwards lifesciences has investigated the reported event. It has been determined that this event does not meet the criteria of a reportable event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported through the edwards implant patient registry, 1 year and 4 months post implant in the aortic position, a 29mm sapien 3 valve was explanted and a surgical valve was implanted. The reason for the valve explant is not known at this time.